Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: global advantage hum hd 56x18 humeral head component; unknown shoulder humeral stem component.

Event description:
It was reported that there was an unknown increased pain over years of implanted hemiarthroplasty. Doi: unknown; dor: (B)(6) 2018; left shoulder.

Manufacturer narrative:
No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.